Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes a correction to e2 and e3 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled, "treatment with vonoprazan for 3 weeks is not inferior to 8 weeks for the management of gastric endoscopic submucosal dissection (esd):a multicenter noninferiority randomized study." Abstract: vonoprazan, a potassium-competitive acid blocker (vpz), significantly reduces postoperative bleeding after gastric esd; however, there is no consensus on the appropriate treatment duration. We conducted a randomized controlled study to demonstrate that the 3-week administration of vpz is not inferior to the 8-week administration for ulcer healing. Type of adverse events/number of patients: bleeding n=7. Patient identifiers: (B)(6):kd-655l, (B)(6):kd-611l, (B)(6):fd-410lr, (B)(6):wb991046 (esg-100). This report is for (B)(6).

Manufacturer narrative:
This device has not been returned for evaluation. A literature copy is attached for reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.